Event description:
Further information was received that the patient has experienced an increase in seizures. No further relevant information has been received. No surgical intervention has occurred to date.

Event description:
Further information was received that the generator was received by the manufacturer for analysis. The returned product form that was sent in with the generator was also reviewed. It indicated that after the lead was replaced, the high impedance was still present. Therefore, the generator was also replaced. Further information was received that clarified the statement made on the return product form. It was reported that after the lead was replaced, the previous generator was connected to the new lead and system diagnostics were performed. This resulted in high impedance. The generator was then tested with the test resistor which also indicated high impedance. After the generator was replaced, impedance values were within normal limits. A review of the device history record of the generator indicated it had passed all quality tests electrical testing prior to being released for distribution. No additional relevant information has been received to date.

Event description:
Product analysis was later completed on the generator. Outside of normal markings and discoloration seen on the generator from the implant and explant procedure, no surface anomalies were seen. The generator was able to be interrogated and system diagnostics were run. All impedance values and current delivered were within normal limits. The device signal was monitored for more than 24 hours in a simulated bodily environment. There were no signs of output variation. The generator passed all electrical tests. The measured battery voltage showed evidence of a functional device. The data from the generator also provided the date on which high impedance first presented. Based on the findings from product analysis, there were no anomalies present with the generator. Follow-up was attempted to obtain information on troubleshooting and other observations seen in the operating room at the time of the lead replacement, but no additional relevant information has been provided to date.

Event description:
Further information was received that the lead and generator were replaced. The lead was reportedly discarded after explant. The generator has not been received by the manufacturer to date. No additional relevant information has been obtained.

Event description:
Report received that three months after a patient's generator was replaced, high impedance was found. Two system diagnostic tests were taken between the replacement and the high impedance being found and both showed normal functionality. The lead pin was verified by a company representative to have been fully inserted at the time of the replacement. Information from the patient's physician indicated that the patient falls often. It was also reported that the patient's generator protruded from the chest which may have exposed the vns system to trauma from these falls. X-ray images were reportedly taken but were not provided to the manufacturer for review. No surgical intervention has occurred to date and no further relevant information has been received.